Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced through observation during evaluation. The cause was found to be a failed speaker. The failed speaker was replaced through rear case replacement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly had no audio output in the surgery care area. It was also reported there was no patient involvement.